Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 125-150mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened for a week. Customer performed a back to back blood test and obtained 88mg/dl and 92mg/dl fasting. Reviewed meter memory 224mg/dl n/a 12:00:00 pm, fasting:yes. 63mg/dl n/a 12:00:00 pm, fasting:yes. 118 mg/dl n/a 12:00:00 pm, fasting:yes. Customer is concerned with the blood result of 63mg/dl compare to the 118/121 the other two glucose meter. Customer calling states that she have been using the true2 go meter for about a week now and the meter is giving low blood results. Customer states that she run a blood test with her sister's ultra 2 meter and the result was 121mg/dl then ran a blood test on the true result meter and the results was 118mg/dl. Customer then use the same strips to run a blood test on the true2go meter and got 63mg/dl. Customer states that the meter is giving about 50-100 points different. Customer states that her normal glucose range is 125-150mg/dl fasting. Customer does not currently have the true result meter with her. Customer then run a back to back blood test with the true2go meter and the results were 88/92mg/dl, customer then run a test on her sister ultra2 meter go 142mg/dl.